Event description:
It was reported that before use, the device was experiencing blower failure issues. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer provided the device log files for review that showed that the unit triggered blower high and too-high temperature alarms numerous times. There was no action taken by the customer in response to these alarms, and as a result of prolonged high temperature conditions, the blower was damaged. The customer was advised to replace the blower to resolve the reported malfunction. Correction - d1 UDI # added.